Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting an error code 1104 backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse reviewed manual for 1104 and advised that the pm pcba can be replaced to see if that resolves the issue. If it does not resolve the issue, the pm pcba would have to be removed and then discuss replacing the central processing unit (cpu) at that time. The rse dispatched a field service engineer to the site for service and repair. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse provided a quote to the customer for onsite service and repair. The customer refused the onsite service(quote). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.